Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed due to a faulty heater. The heater was replaced. The device underwent an est and device passed all applicable tests. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was being used to treat a baby but showed a red screen and then it was not possible to reheat. Per follow up information received on 01jul2022, the device panel screen showed the message ¿error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance)¿ in a red window, and the device is not reheating. The root cause of reheating issue was being investigated at the evaluation on the field service. Per sample evaluation results received on 29dec2022, it was identified that the equipment was not heating up. Also identified that the water flow of the equipment was low. Per sample evaluation results received on 06jan2023, the replacement of the water pump, mixing pump as it contributed to the flow issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was being used to treat a baby, but showed a red screen and then it was not possible to reheat. Per follow up information received on 01jul2022, the device panel screen showed the message ¿error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance)¿ in a red window, and the device is not reheating. The root cause of reheating issue was being investigated at the evaluation on the field service. Per sample evaluation results received on 29dec2022, it was identified that the equipment was not heating up. Also identified that the water flow of the equipment was low. Per sample evaluation results received on 06jan2023, the replacement of the water pump, mixing pump as it contributed to the flow issue.